Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency medical services due to low blood glucose on (B)(6) 2021 with blood glucose of 30 mg/dl. The customer's current blood glucose is 71 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated with glucose tablets and food. The auto mode or smart guard feature was unknown. The insulin pump will not be returned for analysis.